Event description:
It was reported that a freestyle libre 3 plus sensor was started in the freestyle app and subsequently could not be paired to the ilet, indicating the sensor was already in use by another device and therefore incompatible with ilet pairing. Symptoms included no adverse clinical effects. Outcomes included no impact beyond the need to replace the sensor and adjust use. Investigation included technical support review and troubleshooting with education on proper setup. Investigation of this case revealed that the sensor had been initiated on a non-ilet device, which prevents pairing to the ilet. It was concluded that the event resulted from user setup on an incompatible device workflow, and the recommended action was to start a new freestyle libre 3 plus sensor directly with the ilet and remove the freestyle app from the phone.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.